Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(6) is the son of the end user and alleges the (B)(6) had delivered a m91r chair with seat elevate and alleges the chair drives in elevate position and almost tipped over and almost hit the truck.